Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with a 375cc mentor memorygel breast implants experienced several unexplained systemic symptoms post procedure. Migraines, slurred speech, blindness, heart palpitations, numbness, ovarian cysts, a stiff neck, hormone imbalance, shortness of breath, food intolerance, alcohol intolerance, coffee intolerance, tongue swelling, fatigue, brain fog, breast pain, hair loss, eye fatigue, dry eyes, angina, vertigo, sore joints, loss of sex drive, itching in the side of the breast, hand pain, weight gain, asthma, and an inability to function normally. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient bilateral complete capsulectomy and explant on (B)(6) 2021. The patient has stated that the issues with her mind and eyes have improved since having the implants removed. See 1645337-2022-01073 for contralateral prosthesis report.